Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: when did the incident occur? During use. While drawing up the medication a small particle was detected in the syringe. They used a new article and the problem did not occur. The syringe was retained, and medication preparation was continued using a different, new item that showed no visible particles. No photographs of the defect are available. The product itself has been retained and can be returned if desired.